Event description:
An abstract titled "vagus nerve stimulation in patients under one year of age" noted that a vns patient passed away. It was noted that the patient was implanted at (B)(6) of age and that the output and magnet currents were increased to 2.0ma and 2.25ma. It was noted that the magnet had no noticeable effect and the patient was transferred to a facility and died one week later. An attempt to obtain additional information has been unsuccessful to date.

Event description:
Follow up with the physician found that the vns did not cause the patient¿s death, nor adversely affect the patient. The vns was placed to help decrease seizure amount and seizure duration. It was noted that the vns did have some positive effects, but was ultimately unsuccessful in adequately controlling seizure frequency and length. The patient passed away on (B)(6) 2013. The cause of death was respiratory failure after the bipap was removed. It was believed that the patient suffered from an undetermined progressive neurologic disorder causing frequent bouts of status epilepticus. Genetic testing (axon sequencing) was performed. The cause of death was not thought to be sudep. The vns device will remain implanted. Per the physician, the patient suffered from a progressive neurological disease that was ultimately responsible for his death. Upon vns initiation, the vns did not appear to affect the patient¿s seizure burden. However, once rapid cycling was initiated, the patient's seizure frequency declined for a short time.

Manufacturer narrative:
Patient age and date of birth, corrected data: this information was inadvertently not included on supplemental MDR # 1.